Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was tested in comparison to a retention strips. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0%. Relevant retention test strips (lot 345215) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Event description:
The customer questioned inr results for 4 patients tested on 4 different coaguchek xs meters at 4 different locations. Based on the data provided, the inr results for 1 patient were discrepant when tested on a coaguchek xs meter with an unspecified serial number compared to the dade innovin method. The result from the meter was 4.2 inr. The result from the laboratory within 7 hours was 5.5 inr. The patient's warfarin was initially adjusted based on the meter result. No changes were made after receiving the result from the laboratory. The patient was taking an antibiotic at the time of the results. The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The patient is in stable condition. The patient is not anemic, does not have antiphospholipid antibodies and is not taking any other anticoagulants. The patient has had no diet changes and was not experiencing any bleeding or bruising. The product was requested for investigation.